Event description:
In 2001 end-user called minimed, USA and stated that the adhesive and the cannula hub have come apart while end user was wearing the set. On november 1, 2001 maersk medical received the compalint and 1 used base piece. The near-incident took place in USA.